Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer received a no delivery alarm, a motor error alarm, and a failed battery test. The customer's blood glucose level was 115 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.